Event description:
During an incident approximately 2 weeks ago a patient was experiencing difficulty breathing, this defibrillator was being used with monitoring pads, brand unknown, to monitor and it shut down in less than 2 minutes. The patient was transported alive and alert to the hospital. The user tried the unit on herself with defib pads and the unit shut down in less than 1 minute. A second person at the scene verified the unit shut down but thought the defibrillator was on for more than 5 minutes, the monitoring pads were 3m, the battery was changed and again the defibrillator shut down in the 5 to 10 minute range.